Event description:
Covidien received information that this n65 pulse oximeter is missing display segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
Verified the display was missing segments. The failure was isolated to the universal interface (ui) printed circuit board (pcb). The manufacture date is unknown as the date could not be located in the system. (B)(4).